Event description:
An alarm sounded from the pump and iab leaked. The iab was removed. No second was instered. Event complications: unknown - reported 2/18/97.

Manufacturer narrative:
The product was not returned to datascope for evaluation. The item was discarded by the hosp.